Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the dhs-wrench 338.300 was received broken and the connecting screw 338.310 was bent. It has been measured, the maximum torque leading to a breakage of the laser weld of the dhs-wrench, between the dhs-wrench shaft back part and the shaft front part. Different load scenarios have been simulated. Furthermore, it has been measured, the maximum bending moment leading to a rupture of the thread of the shaft back part; bending test was performed after the breakage of the laser weld. The maximum average torque, leading to a breakage of the laser weld between the shaft back part and the shaft front was 17.84nm (plus or minus 1.68nm). The maximum average bending moment leading to a breakage of the shaft back part thread was 4.97nm (plus or minus 0.05nm). With a torque to failure tests it could be proved that there is no difference of the maximum torque load sustained by the laser weld during tightening or release, i.e. Clockwise/anti-clockwise turning, of the dhs-screw. The tested articles meet the design specification. Furthermore, the fracture surface of the tested devices had a similar aspect as the devices returned for complaint. Further on, the inspected articles (their physical dimension), doesn't show any deviation from the specification. In an additional failure mode investigation test it was not possible to replicate the complaint description following the surgical technique. Only clamping the device in a vise and applying a high torque load, led to a fracture of the laser weld with a similar aspect as the devices returned for complaint. This leads to the suggestion that an excessive load has been applied to the devices returned for complaint. More, tests leaving out the centering sleeve support the suggestion that the returned complaints are a result of high forces and torque applied using no centering sleeve. It could not been proved at witch load the laser weld of the returned devices for complaint broke and therefore no evidence is given for the suggestion. The above conducted tests do not allude to a design flaw of the article under investigation and the simulated test support that the instrument has performed as intended. The breakage ¿ following the surgical technique- could not been reproduced. However, it could not been determined that the returned complaint is due to misuse or wrong application and user error. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the dynamic hip system (dhs) wrench broke during the insertion of a dhs screw. The patient was reported as being in ok condition. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A five (5) minute surgical delay was reported.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. Device was received by manufacturer on january 13, 2015. Device is not distributed in the united states, but is similar to a device marketed in the us. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review: manufacturing location: (B)(4) - manufacturing date: june 18, 2014 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.